Event description:
It was reported that the patient's right ventricular (rv) lead is suspected of fracture or possible exit block due to high pacing thresholds and impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was an alert for high rv lead impedance.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274drg ICD, implanted: (B)(6) 2011. (B)(4).